Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 54840006545, 510k #k091974 and UDI (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) of 2 intervertebral discs at l4/5/s due to osteoporotic vertebral compression fractures and lumbar spinal canal stenosis. Post-op, the implanted screw was loosened. The patient suffered from pseudoarthrosis and lower back pain. Patient underwent revision surgery for the removal of implant and for extension of fusion.